Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The lot number is unknown, however, representative retained samples of lot numbers 20l19t2, 20m16t2 and 21a15t2 were investigated. Dimensions and thickness results were within specifications. Hardness results were not so different from the product in the previous lot. The total length of needle was measured and the results were within the specification. The safety mechanism activates as intended as the functional of safety shield worked properly and the forces to activate safety mechanism was within the specifications. See h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature. The following information was provided by the initial reporter. The customer stated: "the needle is not compliant. The butterfly is thin and difficult to grasp. Needle is too short for deep veins. The security system is difficult to use. The product is not suitable."t suitable.

Manufacturer narrative:
The following fields were updated due to corrections and additional information: d.4. Medical device lot #: changed from 20y14t2 to unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature. The following information was provided by the initial reporter. The customer stated: "the needle is not compliant. The butterfly is thin and difficult to grasp. Needle is too short for deep veins. The security system is difficult to use. The product is not suitable."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) FDA registration number has been used for the manufacture report number. Unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature. The following information was provided by the initial reporter. The customer stated: "the needle is not compliant. The butterfly is thin and difficult to grasp. Needle is too short for deep veins. The security system is difficult to use. The product is not suitable."